Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited a history of oversensing of noise on all of the lead channels. Multiple high out of range shock impedance measurements of greater than 125 ohms was also observed. The ICD was also reported to have delivered an inappropriate shock for a fast atrial rate the patient had experienced in the past as well. Testing of the system was unable to reproduce any noise. The ICD has been reprogrammed and remains in service. No adverse patient effects were reported.